Manufacturer narrative:
The reported events of sensing issues, noise, and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During device preparation, it was noted that the right ventricle lead exhibited noise episodes, sensing issues, and high pacing impedance on the pacing system analyzer. There was no patient involvement.